Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. Additional information: d10, h2, h3, h6.

Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:2017865-2020-22941. It was reported that the left ventricular lead and the right atrial lead were explanted on (B)(6) 2020. It was noted that the right atrial lead exhibited a fracture. Further information was requested however, was not provided.